Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with normal device characteristics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient may have failed to charge/use the device as recommended. In turn the patient¿s ipg was unable to establish communication with the external devices and the patient lost stimulation. As a result, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information received indicating the patient underwent surgical procedure on (B)(6) 2020, where in the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.